Event description:
For a planned implant placement, implants were placed more buccal than planed. Surgeon corrected the osteotomy and placed implant freehand. No further injury or additional medical intervention was reported as a result of this event.

Manufacturer narrative:
Correction: g3.